Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result on their e411 rack analyzer. The patient's initial hcgb result was 0.100 iu/l accompanied by a data flag. It was reported outside the laboratory as <0.6 u/l. The doctor asked for the sample to be repeated because the initial result did not correspond to the patient's physical state. On (B)(6) 2012, the first repeat result was 7182 iu/l accompanied by a data flag. The second repeat result was 7050 iu/l accompanied by a data flag. There were no adverse events. The hcgb reagent lot number was 16494803 and the expiration date was (B)(6) 2013. The field service representative could not find the root cause. The calibration and quality control data were in range and the reagent integrity seemed acceptable. He performed a preventative maintenance that was due. He changed the measuring cell, did a high voltage check, and replaced the pinch tubing that was in very bad condition.

Manufacturer narrative:
A root cause could not be determined with the information provided for investigation. The calibration and quality control data were within range. The reagent integrity seems verified. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occured in (B)(4).